Manufacturer narrative:
Additional narrative: patient information is not available for reporting. Date of postoperative non-union and device breakage is unknown. Additional product codes: hty, jdw, hrs. Date of original implant (for this device) is unknown. A product investigation was completed: the following (B)(4) implants were received with the heads broken off. This damage was most likely caused due to the plate breaking. Part: 212.211 / lot: unknown, part: 02.205.050 / lot: unknown, part: 02.205.060 / lot: unknown, part: 02.205.070 / lot: unknown. The relevant drawings for the device(s) were reviewed. No drawing issues or discrepancies were noted. The design is adequate for its intended use and did not contribute to this complaint condition. The returned parts were determined to be suitable for the intended use when employed and maintained as recommended. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that 4.5mm curved locking compression condylar plate broke post-operatively along with four (4) unknown screws. The patient was initially treated with a retrograde femoral nail (manufacturer unknown) and a competitor¿s tibial nail. Thereafter, the patient developed a non-union and underwent a revision procedure where the 4.5mm curved lcp condylar plate (synthes) was implanted. The patient continued to experience a non-union where the plate broke. The damaged/broken devices were removed during another revision procedure on (B)(6) 2015. Eight (8) intact screws were also removed. All fragments were retrieved. The procedure was completed successfully, but the hardware removal process resulted in a surgical delay of approximately thirty (30) minutes. Patient postoperative status is unknown. This is report 5 of 13 for (B)(4).